Event description:
It was reported that a power injectable microbore catheter extension set did not flow. This occurred during infusion. The reporter stated that the set could not be flushed with a syringe of 0.9% normal saline when the cap was on the set. However, when the cap was taken off the extension set was able to be flushed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.